Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck in the sheath. This case was reported to be an emergency procedure and the pt is not reported to be in good condition but it has not been confirmed that either one of these situations is a result of the deivce malfunction. The procedure was completed with another device. There is no further info regarding this event.